Manufacturer narrative:
Opti-flex nitinol stone retrieval basket. Analysis of the returned opti-flex nitinol stone retrieval basket revealed the basket was open when received and would not close. The basket would not close due to the glue plug being detached from the rack gear. The glue plug is designed to secure the outer sheath to the rack gear and allow the handle to move the sheath back and forth over the drive wire to open and close basket. The glue plug was found outside the rack gear. There were no issues found on the outer sheath. Therefore, the most probable root cause for this complaint is design. It should also be noted that the handle breaking is not a medwatch reportable event.

Event description:
It was reported to boston scientific corporation that an opti-flex nitinol stone retrieval basket was used in an unknown procedure. There was no patient information reported or able to be obtained. According to the complainant, the basket from the opti-flex nitinol stone retrieval basket wouldn¿t open or close. The date of the event and/or the procedure as well as how the procedure was completed was also unable to be obtained. No status on patient complications or condition was available. Attempts to obtain additional information regarding the event were unsuccessful.

Event description:
It was reported to boston scientific corporation that an opti-flex nitinol stone retrieval basket was used in an unknown procedure. There was no patient information reported or able to be obtained. According to the complainant, the basket from the opti-flex nitinol stone retrieval basket wouldn¿t open or close. The date of the event and/or the procedure as well as how the procedure was completed was also unable to be obtained. No status on patient complications or condition was available. Attempts to obtain additional information regarding the event were unsuccessful.